Event description:
Failure to osseointegrate. The product has been returned and the material number updated accordingly. The batch number was also provided. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate.